Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump was functioned properly. The pump was received with corroded battery tube, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was unknown. The customer states they got power error detected. The customer was assisted with troubleshoot. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will be returned for analysis.